Event description:
Repair request initiated for device with report of foot detached. No patient impact reported. Repair request escalated to complaint based on reason for return. On follow up it was reported that the malfunction was identified during surgery. Procedure was completed with back up. It was confirmed there was no patient impact.

Manufacturer narrative:
Product event summary: report was confirmed by evaluation. A portion of the foot of the attachment was detached and missing. It was noted that the attachment foot had been damaged by tool contact. Root cause was identified by previous formal investigation as debris in motor collet due to age or inadequate cleaning. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 45 months with no record of factory service during this period. (B)(4).